Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection revealed tearing on the surface of the proximal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported air leak could not be confirmed. The cause of the torn seal is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a carto pulmonary vein isolation procedure, air was noted in the left atrium via intracardiac echocardiography. It is suspected that there was air in the non abbott connector tubing attached to the fluid bag. A balloon pump was placed and the patient was discharged in stable condition.